Manufacturer narrative:
Updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the air/water cylinder, air/water channel and at the distal tip could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed deformation of the plug unit and leakage, proper reprocessing may not have been possible. Additionally, the foreign material observed under the lightguide lens could not be identified and a definitive root cause of the issue could not be determined, however, it is likely that the adhesive around the lightguide lens came off due to physical and or chemical stress, and moisture entered the lens causing corrosion; because the foreign matter was attached to an area other than the outer surface of the scope, it was likely not possible to remove it through reprocessing. The issues may be detected/prevented by following the instructions for use which states: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v operation manual 3.3 inspection of the endoscope. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the right left knob had discoloration, the up down knob had discoloration, water tightness was lost due to deformation of the plug unit, the distal end was shaved, the distal end had residual liquid, and the adhesive around the light guide lens had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, evis exera iii duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, a whitish foreign material was found in air water tube and cylinder, foreign material was found in the distal end, and the light guide lens had a stain on the inside. This report is being submitted for the reportable malfunctions found during evaluation. There was no patient involvement.